Event description:
It was reported that a faradrive steerable sheath during preparation to treat a paroxysmal atrial fibrillation presented the dilator's tip damaged, noticed by the physician. To avoid any issue, he asked to replace it before to introduction into the patient. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat a paroxysmal atrial fibrillation presented the dilator's tip damaged, noticed by the physician. To avoid any issue, he asked to replace it before to introduction into the patient. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Returned sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Faradrive sheath was observed and confirmed to achieve and maintain deflection. Inspection of the dilator confirmed the damage on dilator tip.